Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited error code 1720. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition - scratched screen. Functional testing performed - device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The root cause of the reported issue was found to be electrical component failure. Actions were taken to mitigate the reported issue: replaced the back-up capacitor.